Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30883120) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00323 and 3008114965-2024-00324. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent assisted endovascular embolization targeting a right middle cerebral artery (mca) aneurysm, the 4mm x 30mm enterprise 2 stent (encr403012 / 6998484) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30883120) and could not pass through the microcatheter. The physician removed both devices from the patient and observed that the stent body had become prematurely separated from the delivery wire. The physician replaced both devices with competitor brands to complete the procedure. It was reported that the procedure was prolonged by approximately 10 minutes. There was no report of any negative patient impact. The complaint indicated that only the stent body is available for return; the delivery wire and the microcatheter were discarded. On 27-mar-2024, additional information was received. The information confirmed the target was the right middle cerebral artery aneurysm. An adequate, continuous flush was maintained through the microcatheter. Nothing unusual was noted about the system prior to use. There was no negative patient impact and the physician did not consider the 10-minute delay in the procedure to be clinically significant.